Event description:
It was indicated that the pump had been explanted. The device system was used to deliver dilaudid, baclofen, and bupivacaine.

Manufacturer narrative:
(B)(4). Final analysis of the pump found that there was residue and wear throughout the gear-train. It was indicated that the motor stalls were due to shaft-bearing and gear-pinion. (B)(4).

Manufacturer narrative:
Other applicable components are: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: catheter.

Event description:
Additional information was received from a consumer. It was reported that the patient was taken to surgery on (B)(6) 2013 to reposition his catheter and when they did that surgery they replaced his pump because it was close to eos (end of service) longevity.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the patient entered the study and signed the informed consent on (B)(6) 2013. It was reported this was the same date of the patient's procedure. On the process form it indicated that the patient was implanted with a new catheter but did not mention a reposition.